Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gm once in four days, ongoing, route not reported) and amikacin injection (125 mg, once a day, ongoing, route not reported) for peritonitis. Ten days after the event onset, pd therapy was discontinued. Eleven days after hospital admission, the patient was discharged from the hospital. At the time of this report, the patient has recovered from the event. It was reported that the pd catheter was removed and the patient was switched to hemodialysis (three times a week). No additional information is available.